Manufacturer narrative:
Our factory experts confirmed that a potential data loss and mix-up may occur and conducted an investigation of the event with the following result. Prior to sending an acknowledgement to the outgoing modality that the image has been received, the syngo. Plaza sys relies on a signal from the hardware to ensure that a file is available in the sts. A reference with a file name for the image will be added to the database. But the hardware signal "available in sts" does not ensure image being physically written to a hard disc; this will be performed after availability in cache is confirmed. When a different image is received, the syngo.plaza will allocate the same file name for the new image, will check that the file name does not exist in the file sys after the signal "available in stys" is received, it will add an entry to the database for the new image. Therefore, the database will end up with having two references for the same image. As long as the new image is physically available in the sts, leading and archiving for both images will be indicated as successful, although a pt data mix-up may have already occurred. This leads to the following results: for the first received series an incorrect image is being displayed (e.g. Wrong examination parameter, wrong body part examination, wrong pt, etc.) The image text in this case will not reflect correct info either. For the later received study, the displayed image is correct. Siemens will distribute a customer safety advisory letter to all potentially affected customers informing about this potential issue. Our experts are working on a software resolution. No negative outcome or harm to pts has been reported from the field. A supplemental report will be submitted once additional info becomes available. This report was submitted december 11, 2014.

Event description:
On (B)(4) 2014, siemens became aware of an event when at least three (3) studies with missing images on the syngo. Plaza sys were not archived. The database was showing entries for the missing images but they were not available in the short term storage (sts). Due to some images not being present, the studies could not be archived. An unsuccessful physical attempt to store the images was performed. During a subsequent procedure to store the images the already allocated image file name would be re-used by the sys, which would lead to a mix-up of pt images. When this occurred, no error messages were displayed for the sender to see and the sys seemed to be working according to specifications. After the affected files were deleted from the sts, this image inconsistency and failure to archive the studies became detectable to the sender.